Event description:
While performing service to the ventilator, the manufacturer's service technician reported the ventilator went vent inop and alarmed due to a data acquisition pcba adc reference failure occurrence. The ventilator was not in use therefore there was no patient involvement or harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The user must provide alternative ventilation and have the ventilator serviced. The service technician replaced the power management and motor controller pcb boards and battery to address the occurrence. Applicable final testing was completed and tests passed to operating specifications.

Event description:
The service technician replaced the cpu pcb board per manufacturing facility request. Analysis of the cpu board revealed a component failure. The component failure may result in shut down of the ventilator during normal ventilation mode operation.